Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 11 mmol/l. The customer stated that when she primed her pump, it shut off. The customer stated that the pump immediately restarted with a count down and then she had the option to continue prime, rewind or status screen. The customer continued to receive the message of the 3 options above. The customer continued to prime and received compromised force sensor system alarm. The customer was advised to call hospital for backup plan.